Manufacturer narrative:
Concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler (lot# p2f0327); egiauxl, egiauxl endogia ultra univ xl stapler (lot# p2f0188) evaluation summary: medtronic conducted an investigation based upon all information received. Three devices without the packaging were available for eva luation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was found to be partially fired. Visual inspection of the staple cartridge noted that reload 1 was partially fired with the interlock engaged and the jaws were open. Staple pushers were visible at the 2 cm cut line indicating the point where the handle compression had stopped. The staple cartridges noted that reloads 2 and 3 were fully fired and the jaws were also open. Functional testing found that reload 1 was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Reloads 2 and 3 were also loaded into a representative instrument from for functional testing. The interlocks were overridden and each reload was cycled without hesitation or binding. The most likely cause could not be established from the information available. The issue of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in transecting the stomach, the two handles cracked. To resolve the issue, a new manual handle was used. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in transecting the stomach, the two handles cracked. To resolve the issue, a new manual handle was used. There was no patient injury. Medtronic's initial evaluation of the incident is that the visual inspection of internal components revealed sheared teeth on the firing rack. Based on the evidence available the reported condition of the handle broke was confirmed.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.